Event description:
Event verbatim [preferred term]: gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial, chemoembolisation [off label use], skin injury [skin injury], embolism [embolism]. Narrative: this is a literature report from a contactable other health professional. This is a report received from the health canada regulatory authority via an on-line database search. Regulatory authority report number (B)(4). Literature citation was not provided. This information was initially reported to health canada on 12jan2022 from an unknown market authorization holder. A 71-year-old male patient received absorbable gelatin (gelfoam) on (B)(6) 2020 for transcatheter arterial chemoembolisation; doxorubicin hcl (doxorubicin hcl), from (B)(6) 2020 at 100 mg, intra-arterial for transcatheter arterial chemoembolisation; ethiodized oil (lipiodol ultra fluid), from (B)(6) 2020 (batch/lot number: unknown) to (B)(6) 2020 at 8 ml 1x/day, intra-arterial for transcatheter arterial chemoembolisation. The patient's relevant medical history included: "transcatheter arterial chemoembolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant) with onset (B)(6) 2020, outcome "unknown", described as "gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation"; embolism (medically significant, intervention required) with onset (B)(6) 2020, outcome "recovered with sequelae"; skin injury (intervention required, medically significant) with onset (B)(6) 2020, outcome "recovered with sequelae". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Amendment: this follow-up report is being submitted to amend previous information: updated event. No follow-up attempts are possible. No further information is expected. Follow-up (28sep2022): this is a published report received from the health canada regulatory authority in response to an access to information request (ati request) completed by pfizer canada. The regulatory authority report number is (B)(4). This information was initially reported to health canada on dec2022 (health canada latest received date: dec2022) from other market authorization holter guerbet. Other mah reference number: (B)(4). Updated information: medical history, drug details and event details. No follow-up attempts are possible. No further information is expected., comment: the reported serious events of embolism and skin injury were associated with the off label use of absorbable gelatin (gelfoam) together with ethiodized oil (lipiodol ultra fluid) and doxorubicin hcl, intra-arterial for transcatheter arterial chemoembolization (tac). The embolism and skin injury were most likely complications of the tac operation. The case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation [off label use], skin injury [skin injury], embolism [embolism], , narrative: this is a literature report from a contactable other health professional. This is a report received from the health canada regulatory authority via an on-line database search. Regulatory authority report number 000983711. Literature citation was not provided. This information was initially reported to health canada on 12jan2022 from an unknown market authorization holder. A (B)(6) male patient received absorbable gelatin (gelfoam), from 30jun2020 to 30jun2020 for transcatheter arterial chemoembolisation; doxorubicin hcl (doxorubicin hcl), from 30jun2020 to 30jun2020 at 100 mg, intra-arterial for transcatheter arterial chemoembolisation; ethiodized oil (lipiodol ultra fluid), from 30jun2020 (batch/lot number: unknown) to 30jun2020 at 8 ml 1x/day, intra-arterial for transcatheter arterial chemoembolisation. The patient's relevant medical history included: "transcatheter arterial chemoembolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant) with onset 30jun2020, outcome "unknown", described as "gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation"; embolism (medically significant, intervention required) with onset jul2020, outcome "recovered with sequelae"; skin injury (intervention required, medically significant) with onset jul2020, outcome "recovered with sequelae". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Product quality group provided investigational results on 08nov2022 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: updated event. Follow-up (28sep2022): this is a published report received from the health canada regulatory authority in response to an access to information request (ati request) completed by pfizer canada. The regulatory authority report number is 000983711. This information was initially reported to health canada on dec2022 (health canada latest received date: dec2022) from other market authorization holter guerbet. Other mah reference number: ca-20220001. Updated information: medical history, drug details and event details. No follow-up attempts are possible. No further information is expected. Follow-up (08nov2022): this is a follow-up report from pfizer product quality group providing investigation results. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: the expected date of follow up report was updated., comment: the reported serious events of embolism and skin injury were associated with the off label use of absorbable gelatin (gelfoam) together with ethiodized oil (lipiodol ultra fluid) and doxorubicin hcl, intra-arterial for transcatheter arterial chemoembolization (tac). The embolism and skin injury were most likely complications of the tac operation. The case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Manufacturer narrative:
Conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation [off label use], skin injury [skin injury], embolism [embolism], , narrative: this is a literature report from a contactable other health professional. This is a report received from the health canada regulatory authority via an on-line database search. Regulatory authority report number (B)(4). Literature citation was not provided. This information was initially reported to health canada on 12jan2022 from an unknown market authorization holder. A 71-year-old male patient received absorbable gelatin (gelfoam), from 30jun2020 to 30jun2020 for transcatheter arterial chemoembolisation; doxorubicin hcl (doxorubicin hcl), from 30jun2020 to 30jun2020 at 100 mg, intra-arterial for transcatheter arterial chemoembolisation; ethiodized oil (lipiodol ultra fluid), from 30jun2020 (batch/lot number: unknown) to 30jun2020 at 8 ml 1x/day, intra-arterial for transcatheter arterial chemoembolisation. The patient's relevant medical history included: "transcatheter arterial chemoembolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant) with onset 30jun2020, outcome "unknown", described as "gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation"; embolism (medically significant, intervention required) with onset (B)(6) 2020, outcome "recovered with sequelae"; skin injury (intervention required, medically significant) with onset (B)(6) 2020, outcome "recovered with sequelae". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Product quality group provided investigational results on (B)(6) 2022 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: updated event. Follow-up (28sep2022): this is a published report received from the health canada regulatory authority in response to an access to information request (ati request) completed by pfizer canada. The regulatory authority report number is (B)(4). This information was initially reported to health canada on dec2022 (health canada latest received date: dec2022) from other market authorization holter guerbet. Other mah reference number: (B)(4). Updated information: medical history, drug details and event details. No follow-up attempts are possible. No further information is expected. Follow-up (08nov2022): this is a follow-up report from pfizer product quality group providing investigation results. Follow-up attempts are completed. No further information is expected., comment: the reported serious events of embolism and skin injury were associated with the off label use of absorbable gelatin (gelfoam) together with ethiodized oil (lipiodol ultra fluid) and doxorubicin hcl, intra-arterial for transcatheter arterial chemoembolization (tac). The embolism and skin injury were most likely complications of the tac operation. The case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation [off label use], skin injury [skin injury], embolism [embolism], , narrative: this is a literature report from a contactable other health professional. This is a report received from the health canada regulatory authority via an on-line database search. Regulatory authority report number (B)(4). Literature citation was not provided. This information was initially reported to health canada on 12jan2022 from an unknown market authorization holder. A 71-year-old male patient received absorbable gelatin (gelfoam), from (B)(6) 2020 to (B)(6)2020 for transcatheter arterial chemoembolisation; doxorubicin hcl (doxorubicin hcl), from (B)(6) 2020 to (B)(6) 2020 at 100 mg, intra-arterial for transcatheter arterial chemoembolisation; ethiodized oil (lipiodol ultra fluid), from (B)(6) 2020 (batch/lot number: unknown) to (B)(6) 2020 at 8 ml 1x/day, intra-arterial for transcatheter arterial chemoembolisation. The patient's relevant medical history included: "transcatheter arterial chemoembolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant) with onset (B)(6) 2020, outcome "unknown", described as "gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation"; embolism (medically significant, intervention required) with onset (B)(6) 2020, outcome "recovered with sequelae"; skin injury (intervention required, medically significant) with onset (B)(6) 2020, outcome "recovered with sequelae". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Product quality group provided investigational results on (B)(6) 2022 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: updated event. Follow-up (28sep2022): this is a published report received from the health canada regulatory authority in response to an access to information request (ati request) completed by pfizer canada. The regulatory authority report number is (B)(4). This information was initially reported to health canada on dec2022 (health canada latest received date: dec2022) from other market authorization holter guerbet. Other mah reference number: (B)(4). Updated information: medical history, drug details and event details. No follow-up attempts are possible. No further information is expected. Follow-up (08nov2022): this is a follow-up report from pfizer product quality group providing investigation results. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: the expected date of follow up report was updated. Amendment: this follow-up report is being submitted to amend previous information: the expected date of follow up report was updated., comment: the reported serious events of embolism and skin injury were associated with the off label use of absorbable gelatin (gelfoam) together with ethiodized oil (lipiodol ultra fluid) and doxorubicin hcl, intra-arterial for transcatheter arterial chemoembolization (tac). The embolism and skin injury were most likely complications of the tac operation. The case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Manufacturer narrative:
Conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation [off label use], skin injury [skin injury], embolism [embolism]. Narrative: this is a literature report from a contactable other health professional. This is a report received from the health canada regulatory authority via an on-line database search. Regulatory authority report number (B)(4). Literature citation was not provided. This information was initially reported to health canada on 12jan2022 from an unknown market authorization holder. A 71-year-old male patient received absorbable gelatin (gelfoam), from 30jun2020 to 30jun2020 for transcatheter arterial chemoembolisation; doxorubicin hcl (doxorubicin hcl), from 30jun2020 to 30jun2020 at 100 mg, intra-arterial for transcatheter arterial chemoembolisation; ethiodized oil (lipiodol ultra fluid), from 30jun2020 (batch/lot number: unknown) to 30jun2020 at 8 ml 1x/day, intra-arterial for transcatheter arterial chemoembolisation. The patient's relevant medical history included: "transcatheter arterial chemoembolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant) with onset 30jun2020, outcome "unknown", described as "gelfoam and doxorubicin hcl for intra-arterial for transcatheter arterial chemoembolisation"; embolism (intervention required, medically significant) with onset jul2020, outcome "recovered with sequelae"; skin injury (intervention required, medically significant) with onset jul2020, outcome "recovered with sequelae". The action taken for absorbable gelatin, doxorubicin hcl and ethiodized oil was unknown. Product quality group provided investigational results on 08nov2022 for absorbable gelatin: conclusion: the complaint for 'adverse event/negligible-minor' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: updated event. Follow-up (28sep2022): this is a published report received from the health canada regulatory authority in response to an access to information request (ati request) completed by pfizer canada. The regulatory authority report number is 000983711. This information was initially reported to health canada on dec2022 (health canada latest received date: dec2022) from other market authorization holter guerbet. Other mah reference number: (B)(4). Updated information: medical history, drug details and event details. No follow-up attempts are possible. No further information is expected. Follow-up (08nov2022): this is a follow-up report from pfizer product quality group providing investigation results. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previous information: the expected date of follow up report was updated. Amendment: this follow-up report is being submitted to amend previous information: the expected date of follow up report was updated. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities., comment: the reported serious events of embolism and skin injury were associated with the off label use of absorbable gelatin (gelfoam) together with ethiodized oil (lipiodol ultra fluid) and doxorubicin hcl, intra-arterial for transcatheter arterial chemoembolization (tac). The embolism and skin injury were most likely complications of the tac operation. The case will be reassessed should additional information become available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.